Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to urgent care and was prescribed abx and doxycycline, for 10 days, to be taken twice a day. The patient ended up following up with a surgeon and no additional intervention was needed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.